Event description:
Cpi received info that two pmi leads were removed from service. During a routine replacement of an ICD the leads exhibited oversensing. The leads were replace with and endotak lead.